Event description:
It was reported that the device had a service indication. Physio-control evaluated the device and found that it displayed the "service" message and failed to respond to any button pushes. The device could not be used to provide defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system/memory pcb assembly and observed event codes in the memory. However, further cause of the reported event could not be determined.